Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the o-rings/stopper groove for anomalies, and none were found. Ran basal / bolus leaking test, and no leaks were observed. No physical or cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states their reservoir is leaking. The customer's blood glucose level at the time of incident was 280mg/dl. The customer states the leak is visible in the reservoir compartment. The customer is returning reservoir for analysis, and receiving replacement.